Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the patient had an asr cup removed due metallosis. Doi: unknown. Dor: (B)(6) 2019, left hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records. It was reported that the patient revised for failed left tha, adverse reaction from a recalled metal on metal tha. Operative notes reported that there was significant osteolysis around her left hip. Metal level were obtained and were elevated, date and results were not provide. Operative notes reported that there was trunnionosis and granulomatous debris around the circumferential aspect of the acetabulum. There was significant osteolysis of the periacetabular region and there was very minimal bone stock that was left. There was a portion of posterior wall that was eroded as well as the anterior wall. Post operative finding reported severe osteolysis, adverse metal-on-metal fluid collection, well-fixed femoral stem, osteolysis involved the periacetabular region including the pubic rami and the ilium as well as a portion of the ischium and the proximal' femur. On (B)(6) 2019, the patient had a revision of the left total hip to address failed left total hip, adverse reaction/metal-on-metal, severe osteolysis. Indications for surgery included elevated metal ion levels. During the surgery, the surgeon observed trunnionosis and granulomatous debris, and osteolysis. Depuy components were used during this procedure. The femoral component was noted to be well fixed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the blood heavy metal increased. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Replaced surigcal intervention with device revision or replacement.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : previous investigations that have included manufacturing record evaluations (mre) since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.